Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope experienced that noise appeared. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Additionally, during investigation chipped light guide bundle chipped. Based on the results of the investigation, since the reported malfunction was not confirmed, a definitive root cause could not be confirmed. Based on the results of investigation, light guide bundle was caused due to component failure of light guide failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No other updated information from the customer.